Manufacturer narrative:
There is no indication of any system or component failure, as evidenced by all components remaining implanted and in use. Migration of leads appears to have taken place between the time of implant and activation. There are no reports of trauma or other known external factors that are likely to have contributed to the movement of the components. Migration is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with dual nalu peripheral nerve stimulator systems on (B)(6) 2024 to treat bilateral lower extremity pain. The systems were implanted with the implantable pulse generators (ipg) in the lateral thigh and the implanted leads targeting the sciatic nerve. The systems were activated on (B)(6) 2024 and the patient noted lack of therapy in the desired location. Patient was seen for two more reprogramming sessions with no change noted. Ultrasound imaging confirmed that two of the implanted leads had migrated away from the target nerve location. Surgical revision was performed on (B)(6) 2024 to reposition the migrated leads. No components were removed or replaced during the procedure.